Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No unexpected pump error 49 noted during testing. However, pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace on keypad assembly and pump error 53 found in the device history. Problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was vibrating with blank display also had multiple insulin pump errors. Customer¿s blood glucose level was 8.4 mmol/l. Insulin pump had software error, hardware low level failure and history pointer failure error. Customer reported that they were able to rewind and they were able to clear the alarms. Customer reported that the display did returned after insulin pump restart. Customer reported that they did not display insert battery alarm. Customer reported that they failed during self-test. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.